Event description:
It was reported by the registered nurse (rn) via the hotline that "they were having helium loss alarms on the pump". The patient's heart rate was 60-80. The rn then explained to the clinical support specialist (css) everything he did to troubleshoot the alarm. The rn stated that "there was no blood, they changed out the device line tubing, there was no kink, and no ectopy with no improvement". Prior to calling the hotline, the patient was taken back to the cath lab and another intra-aortic balloon (iab) was inserted. There were no reported patient complications. In 2008, the rn sent a product complaint report stating the event involved a male patient. The iab was inserted through a sheath into the femoral artery. The patient is in stable condition and is now in the intensive care unit department.

Manufacturer narrative:
Follow-up report will be filed if additonal information becomes available.